Manufacturer narrative:
The device returned date was documented as jul 10, 2015 in the initial report. The device returned date has been updated as jul 13, 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that when the electric pen drive device was plugged in for the first time, the device started running and would not shut off. It was further reported that now, the device would not run at all. According to the reporter all the devices were cross tested and it was observed that all the devices worked correctly except the electric pen drive device. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not couple with the cable gauge properly. It was also noted that the device started running as soon as the cable was plugged into cable without using hand switch or pedal and not in a run setting. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter¿s phone number and contact name was not provided the actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.